Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a severely calcified left main coronary artery (lmca), left anterior descending artery (lad) and a left circumflex artery (lcx). The viperwire guide wire crossed the lcx lesion and was parked distal to the vessel. The oad was advanced to treat the lm to the lcx. Four low speed treatments were performed at 1mm per second. Post treatment, it was observed the oad driveshaft had fractured and was stuck in the mid vessel. The fractured component and viperwire were retrieved using a snare. A new oad and viperwire were used to treat successfully. A stent was placed to complete the procedure. The patient was in stable condition. In the physician¿s opinion, the cause of the fracture was unknown. The fractured component was 6.5mm.

Manufacturer narrative:
A visual inspection, functional testing, and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. The reported difficult to remove could not be confirmed due to the operational context of the reported complaint. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported, driveshaft fracture appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed evidence indicating that the fracture occurred while spinning in an elevated stress environment. The cause of the stress condition that led to the fracture is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d9, g3, h2, h3, h6: codes 10 and 4111 added, codes 4109 and 4111 remain applicable, codes 114 and 4755 no longer apply.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation and difficult to remove appears to be related to operational context. In this case, it is possible that the reported material separation and difficult to remove was due to patient disease state and/or use techniques employed; however, since the device was not returned this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a severely calcified left main coronary artery (lmca), left anterior descending artery (lad) and a left circumflex artery (lcx). The viperwire guide wire crossed the lcx lesion and was parked distal to the vessel. The oad was advanced to treat the lm to the lcx. Four low speed treatments were performed at 1mm per second. Post treatment, it was observed the oad driveshaft had fractured and was stuck in the mid vessel. The fractured component and viperwire were retrieved using a snare. A new oad and viperwire were used to treat successfully. A stent was placed to complete the procedure. The patient was in stable condition. In the physician¿s opinion, the cause of the fracture was unknown. The fractured component was 6.5mm.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a severely calcified left main coronary artery (lmca), left anterior descending artery (lad) and a left circumflex artery (lcx). The viperwire guide wire crossed the lcx lesion and was parked distal to the vessel. The oad was advanced to treat the lm to the lcx. Four low speed treatments were performed at 1mm per second. Post treatment, it was observed the oad driveshaft had fractured and was stuck in the mid vessel. The fractured component and viperwire were retrieved using a snare. A new oad and viperwire were used to treat successfully. A stent was placed to complete the procedure. The patient was in stable condition. In the physician¿s opinion, the cause of the fracture was unknown. The fractured component was 6.5mm.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.